Event description:
(B)(4): the patient reported that their implantable neurostimulator (ins) is not working. They stated that their ins was on a low setting, but was shocking them. The patient mentioned that they met with their manufacturing representative (rep) twice maybe in 2011-2012, but the rep could not adjust their device to where it needed to be. They stated that when they first got the device it was helping them, but then the patient could not stand the pain that the shocking sent through their body, so they turned their ins off; the patient noted this was maybe in 2011-2012. The patient stated that now their ins is completely discharged. The patient tried to connect with their device, but was not able to. They mentioned that following a car accident in 2012, the patient had problems with their neck, and also had an open heart surgery. The patient also has another device in their heart. They stated they are having a lot of medical issues with their back, neck, and shoulders. The patient wanted to contact their rep to inquire about ins replacement. It was reviewed that the patient has had their device for over 9 years now. The patient was to follow up with their managing healthcare provider, but they mentioned that they did not have one anymore. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.